Manufacturer narrative:
H11: additional manufacturer narrative: per product evaluation, customer report of calcification and stenosis was confirmed. Customer report of regurgitation was unable to be confirmed through visual observation. The x-ray demonstrated the wireform intact, commissure 3 was bent inwards and cocr band around was bent outward; the vfit band does not appear expanded. Heavy calcification was observed on leaflets 1 and 2 and moderate calcification on leaflet 3. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve and exposed silicone of sewing ring. Cut off sewing ring fragment was returned with valve. Lab findings were aligned with customer picture. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from new zealand, it was known that this 11500a23 valve implanted in the aortic position was explanted after an implant duration of four (4) years and nine (9) months due to calcification, which led into severe aortic stenosis and regurgitation (ava 0.6; ejection fraction 28%), with the addition of impaired left ventricular function. Per product evaluation, host tissue was also found in the leaflets of the valve. The patient presented with shortness of breath and hemoptysis before the procedure. A mechanical valve was implanted in replacement, and the patient was noted as to be doing well.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) corrected data g1 h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. Based on the information available, the most likely root cause is patient factors, including rheumatic disease and patient age at implant. Since no edwards defect was identified, corrective or preventative actions are not required.